Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced abnormal high blood glucose levels after changing the infusion set and cartridge; no leakage or blockage. Caller stated patient was at the hospital; no details were provided. No further information is available. Requested return of the alleged device for evaluation.